Event description:
It was reported the patient¿s stimulator had high impedances of greater than 4,000 ohms on all bipolar and unipolar pairs. Increasing the current and pulse width resulted in impedances within normal limits for the unipolar pairs. Stimulation was felt with unipolar settings. X-rays and reprogramming were also performed. There were no falls or traumas associated with the issue. The system was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving therapy. System replacement had not been scheduled yet. See also manufacturer's report # 3004209178-2014-23992 and # 3004209178-2014-24004 for the concomitant system.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va06m2k, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).